Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient was treated for a femoral neck ¿stress fracture¿ with 6.5 cannulated screws. Two days later, patient experienced a fall and suffered a proximal femur fracture. The cannulated screws were removed and a titanium cannulated trochanteric fixation nail advanced (tfna) was implanted with a helical blade. Patient resumed normal activity for 117 days at which point they experienced another proximal femur fracture after the tfna nail broke at the nail/blade junction. It is unknown if the patient underwent a revision/removal procedure. Concomitant devices: tfna helical blade (part: 04.038.380s, lot: unknown, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 10mm/130 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).